Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized on (B)(6) 2014 due to high blood glucose levels. Customer's blood glucose levels at the time of hospitalization over 400mg/dl. It was stated that the customer treated with 3 manual injections. The customer was wearing the insulin pump at the time of hospitalization. It was also reported that the customer received excessive no delivery alarms. Unable to complete troubleshooting. No additional information was provided.